Event description:
It was reported that the pump touchscreen times out during use. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting further with tandem technical support. No additional information was provided.